Manufacturer narrative:
Additional concomitant medical products: evolutr-29-us valve, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the implantable pulse generator (ipg) system was explanted due to infection. No further patient complications have been reported as a result of this event.